Manufacturer narrative:
Awaiting product return to conduct quality investigation.

Event description:
Consumer reports inaccurate readings with his meter. Believes the readings are too high. Comparing his meter to a lab reading. Analysis run on clark error grid using lab reading (46) as ref. Point vs. Bd readings (322) yielded data points in the d range of the grid, outside of acceptable limits.